Event description:
It was reported that during implant attempt, after placing the lead, threshold and sensitivity were getting worse (t/h1.5v=>10v, sensing >10mv=><1mv) dr doubted the damage of the lead when operating the guide wire and stopped the use of the lead and withdrew. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood/body fluid in the distal conductor (not obstructed).